Event description:
Reporter alleged the blood glucose monitoring device has been giving erratic readings which caused her to be taken to the hospital and treated due to a low blood episode. Reporter stated glucose was 121mg/dl around 3:30a.m and took normal 45 units of insulin however did not consume food as normal. Reporter stated being "slumped in a chair at work" at 8:30am and paramedics tested glucose to be 45mg/dl. Reporter indicated being transported to the hospital and treated with an IV, contents unknown, and dietary adjustments.